Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated with a 2.0x20mm balloon catheter. A 3.00x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent identified that rows 3 and 4 from the distal end of the stent were slightly compressed. The balloon did not appear to have been subjected to any positive pressures and no issues were noted with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).